Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient had their implantable neurostimulator (ins) relocated twice before due to pain at the ins site. The patient didn't have allergy to any materials. The patient had pain at the lower back ins site and the ins was relocated. Then the patient had pain at the ins site again and the ins was relocated to the abdomen. The patient had several implants and the hcp had to keep moving the location of the implant due to battery site pain. The patient was miserable without the device, but their body seemed to keep rejecting the implant. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No diagnostics/troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2016-00170 for the patient's first ins being relocated due to pain <(>&<)> manufacturer's report # 3004209178-2016-00171 for the patient's second ins being relocated due to pain.